Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and blood glucose level was 48 mg/dl, 49 mg/dl, 50 mg/dl. Customer current blood glucose level was 92 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer treated blood glucose with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose event. Customer also stated that the insulin was squirting from end of set and not using auto mode feature on insulin pump. Customer not alleging that the insulin pump was over delivering. Customer was unable to trouble shoot. The insulin pump will not be returned for analysis.